Manufacturer narrative:
Device evaluation the pump was returned to animas and investigated on (B)(6) 2018 with the following findings: the pump powered on to a blank display screen. The alleged power issue could not be duplicated. There was no intermittent condition found on the pump¿s printed circuit board. An examination of the pump¿s code found that there was an eeprom failure responsible for the blank display screen. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with this complaint.